Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2022-00550, 3005168196-2022-00551.

Event description:
The patient was undergoing a coil embolization procedure in the collateral artery using packing coil lps, pod packing coils (pod pc), and a non-penumbra microcatheter. During the procedure, the physician attempted to advance a pod pc into the vessel; however, the pod pc was determined to be too large and would not pack in the vessel. After making a second attempt to advance the coil, the physician decided to remove the pod pc. However, while retracting, the pod pc had unintentionally detached inside the microcatheter. Therefore, the physician used a snare device to remove the detached pod pc. The physician then attempted to advance the next packing coil lp into the vessel, but the coil was determined to be the wrong size and would not advance into the vessel. Subsequently, while retracting, the packing coil lp detached inside the microcatheter. Therefore, the physician used a syringe to aspirate the detached packing coil lp out of the microcatheter. The same issue then occurred with the next packing coil lp and the physician removed the detached packing coil lp using a syringe. It was also reported that the microcatheter was also removed. The procedure was completed using new smaller size packing coil lp and a new smaller size microcatheter. There was no report of an adverse effect to the patient.